Event description:
I am submitting a report on (B)(4) crt pacemaker anthem rp model # pm3210. I have 4 pts with above mentioned crt pacemaker who have lower impedance during automatic impedance check by device -0 to 200 range. It comes as alarm notification. Most of the time, lower impedance is not reproducible and all other parameters are stable. Problem is with device measurement of impedance, not with a lead. It has to be recognised by physicians to avoid unnecessary lead revision. Manufacturer is aware of problem. (B)(4).